Event description:
It was reported that the ventilator had intermittent breath stacking with an audible alarm. The pt was unable to exhale and was placed on a back-up ventilator. There were allegations of ventilator malfunction causing patient harm.

Manufacturer narrative:
Na